Event description:
It is reported the device was implanted in 1999. Approximately 7 years post-op, the articular surface has broken in half. The revision surgery has not been scheduled yet.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined.